Event description:
A customer contacted beckman coulter regarding a falsely elevated accu tni. According to the customer, they received a sample in a glass bd tube from this patient. A total ck and accu tni was ordered. The total ck result was 52 ng/ml and an accu tni result of 0.63 ng/ml. A ckmb was not performed based on the lab's protocol to only run ckmbs when the total ck is > 100 ng/ml. The results were reported to the ER. Customer does not know if these results caused any action to be taken. After reveiwing the initial result of the accu tni with the total ck, the customer decided to rerun the accu tni. The repeated results were 0.08 ng/ml and 0.07 ng/ml (within the reference range). The corrected result was sent to the ER.